Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while holding a child. During the hospital checking, the electrode of the s-ICD system seemed to be too superior, and the sensing was not optimal. The myopotential noise was reproducible in all vectors when the patient was holding heavy objects or pushing both hands against each other. The smart charge was set already to maximum, and the system was reprogrammed to primary vector as it seemed to have a less noise. A new screening was performed, and it pass in all vectors. The technical services (ts) reviewed the data and found that the shock impedances were high within normal limits. X-rays were performed and showed that the position of the device seemed good, but the position of the lead seemed too high. Additionally, the tip of the lead seemed not deep enough. The additional ast mapping showed low r-wave amplitudes in all vectors. The ts recommended due to the young age of the patient and their active life, to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while holding a child. During the hospital checking, the electrode of the s-ICD system seemed to be too superior, and the sensing was not optimal. The myopotential noise was reproducible in all vectors when the patient was holding heavy objects or pushing both hands against each other. The smart charge was set already to maximum, and the system was reprogrammed to primary vector as it seemed to have a less noise. A new screening was performed, and it pass in all vectors. The technical services (ts) reviewed the data and found that the shock impedances were high within normal limits. X-rays were performed and showed that the position of the device seemed good, but the position of the lead seemed too high. Additionally, the tip of the lead seemed not deep enough. The additional ast mapping showed low r-wave amplitudes in all vectors. The ts recommended due to the young age of the patient and their active life, to reprogram the device. This s-ICD remains in service. No adverse patient effects were reported.